Event description:
A medtronic rep reported a surgeon alleging em tracking was off during a shunt placement procedure. Surgeon was using axiem to place a shunt; after placement, surgeon was unable to withdraw any csf from the shunt. Surgeon then "free-handed" the placement and was able to withdraw csf. Surgeon performed a successful registration and confirmed navigational accuracy. Surgeon did not share direction or degree of misplacement, merely that it was off. Procedure was completed without the use of navigation. There was no impact on pt outcome.

Manufacturer narrative:
The medtronic rep noted the scan used on medtronic equipment was from 7 days prior to the surgery. The pt already had a shunt, which could account for the inability to correctly place the new shunt. System checked out post-case and performed normally with accuracy.